Manufacturer narrative:
Concomitant medical products: w4tr01 crtp implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead may not be capturing due to current thresholds being above programmed output. The lead remains in use. No patient complications have been reported as a result of this event.